Event description:
It was reported that the patient¿s left ventricular lead exhibited a loss of capture. On (B)(6) 2017 the lead was removed and replaced. During the procedure, the patient¿s right ventricular pulled back. The lead was capped and replaced during the same procedure on (B)(6) 2017. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.